Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) exhibited oversensing; the ICD recorded several non-sustained ventricular tachycardia episodes but the patient's rate was bradycardic.